Event description:
It was reported that during the last testing the implant's serial number could not be read, and that the device has malfunctioned. When performing fitting, there was no response at high stimuli. To date, despite several requests, no info has been received regarding the pt's hearing performance.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.